Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure report indicated the target site was the inferior vena cava filter placement. Inferior vena-cavagram with complication initially of a mal deployed filter or non deployed filter which required retrieval by snare. The indication for the procedure was cerebellar hematoma with history of (dvt) deep vein thrombosis. A trapease inferior vena cava filter was released below the level of the renal veins, however, the filter failed to deploy or expand. The mal deployed filter appeared to be possibly stuck to the wall of the vena cava or embedded in some fibrin or thrombus in the wall of the cava, this, despite not visualizing any irregularity or thrombus in the wall on the vena-cavagram. The 6french sheath was used to guide a guidewire through the original holes of the filter on the ends of the filter. Plan was to place a snare up over the wire and over the filter and retrieve it into a larger 8french sheath. This could not be achieved successfully as the filter would not pass into the opening of the 8french sheath, constantly being offset by the snare which was eccentrically located on the distal side or inferior side of the inferior vena cava filter. Eventually, a second 10f sheath was placed with the 8f sheath within it. This allowed snaring of the filter and advancing the filter into the 10f sheath. The filter was removed in it's entirety. Follow-up imaging in the region of the mal deployment of the vena cava filter showed the vena cava contour to remain smooth. There did not appear to be any extravasation of contrast. A new trapease inferior vena cava filter was deployed then through the 10french sheath by placing the 6french deployment sheath within it. This deployment was below the level of the renal veins as confirmed by a contrast injection. A total of 50 ml of isovue contrast was utilized for this procedure. 41.9 minutes of fluoroscopy time was utilized. Impression: inferior vena cava filter placement with initial non deployment of inferior vena cava filter which the initial filter had to be removed by snaring and new filter was then placed which deployed correctly. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the trapease ivc filter had incomplete expansion and retrieval difficulty. This is a (B)(6) female with unknown medical history. During placement of a trapease filter, the physician created femoral access and performed angiographic exam of the vena cava per usual. The trapease was back loaded into the sheath without complication. The sheath was inserted to the desired filter deployment site with trapease loaded properly. The trapease was deployed utilizing standard pin and pull technique. However, when trapease was deployed into vena cava it did not fully expand, and appeared as if trapease was "hung up on the cava wall" and unable to fully open within the vena cava. The physician utilized a snare retrieval technique and was eventually able to retrieve trapease from the patient through a 10french sheath. In order to remove the filter, the physician had to "tug pretty hard to get the filter out through the sheath" as the proximal filter barbs were hanging up on the sheath during extraction of the filter. Once the filter was removed, the physician performed another angiographic examination of the vena cava that showed no caval injury. Another trapease was deployed without complications. One non sterile trapease filter was received inside a plastic bag. The filter was received kinked at one of the ends. The filter was received fully expanded. Functional analysis could not be performed since the filter was received damaged and fully expanded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The incomplete expansion reported by the customer was not confirmed since the filter was received fully expanded. The retrieval difficulty reported by the customer could not be confirmed during analysis. During the analysis a kink on the filter was found. The cause of this kink could not be determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction (B)(4). No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. The reported complaints could not be confirmed with the condition of the returned product. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The report of "hung up on the cava wall" may have contributed to both the deployment and retrieval issues. Procedural films have been forwarded to an independent interventional radiologist for further review. Review of the information suggests that vessel and procedural issues may have contributed to the reported difficulty.

Manufacturer narrative:
The complaint received states that during use the trapease ivc filter had incomplete expansion and retrieval difficulty. This is a (B)(6) female with unknown medical history. During placement of a trapease filter, the physician created femoral access and performed angiographic exam of the vena cava per usual. The trapease was back loaded into the sheath without complication. The sheath was inserted to the desired filter deployment site with trapease loaded properly. The trapease was deployed utilizing standard pin and pull technique. However, when trapease was deployed into vena cava it did not fully expand, and appeared as if trapease was "hung up on the cava wall" and unable to fully open within the vena cava. The physician utilized a snare retrieval technique and was eventually able to retrieve trapease from the patient through a 10french sheath. In order to remove the filter, the physician had to "tug pretty hard to get the filter out through the sheath" as the proximal filter barbs were hanging up on the sheath during extraction of the filter. Once the filter was removed, the physician performed another angiographic examination of the vena cava that showed no caval injury. Another trapease was deployed without complications. Cordis case review. (B)(4). History: this complaint involves a patient who had a trapease ivc filter implanted. The indication for implantation was dvt with contraindication for anticoagulation because of acute intracranial hemorrhage. Via a right femoral approach, a trapease ivc filter was advanced into the ivc without difficulty. The filter did not expand and was eventually snared and removed via a 10 fr. Sheath. A second trapease ivc filter was placed and deployed normally. Observations: a single cd-rom containing multiple cine files is submitted for review. Initial inferior vena cavogram performed from a right common femoral vein approach shows normal venous anatomy. Inflow from the renal veins is well delineated bilaterally. There is no evidence of ivc thrombus. Spot digital image shows a filter that is not expanded. No contrast images are provided at this point. Subsequent images show successful snaring of the filter. Ivc gram after filter removal is very limited due to patient respiratory motion and limited contrast. Final images show successful deployment of a filter in the infrarenal ivc. Conclusion: during placement of an ivc filter, the filter failed to expand requiring the treating physician to snare the filter and retrieve it. Subsequently, a second filter was successfully deployed. The treating physician suggested the possibility that the first filter became embedded within thrombus or fibrin in the ivc. While this is certainly a possibility, I see no evidence of thrombus or fibrin in the initial venogram images. Deployment of the filter in a false lumen of a dissection would be a rare possibility. Extraluminal deployment of the filter is also an unlikely possibility because the subsequent venogram showed no evidence of contrast extravasation. This second venogram, however, is quite limited. Subtle dissection or extravasation of contrast could be obscured by patient motion artifact. This complaint is quite unusual and certainly represents a rare event. From the images and information provided I cannot definitively determine the cause of the filter non-deployment. The treating physician managed the complication correctly and the patient had a second filter placed without further complication. One non sterile trapease filter was received inside a plastic bag. The filter was received kinked at one of the ends. The filter was received fully expanded. Functional analysis could not be performed since the filter was received damaged and fully expanded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The incomplete expansion reported by the customer was not confirmed since the filter was received fully expanded. The retrieval difficulty reported by the customer could not be confirmed during analysis. During the analysis a kink on the filter was found. The cause of this kink could not be determined. Controls are in place to prevent this type of failure from leaving the facility, refer to manufacturing work instruction 10542308 rev 17. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. The reported complaints could not be confirmed with the condition of the returned product. With the information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
During placement of a trapease filter, the physician created femoral access and performed angiographic exam of the vena cava per usual. The trapease was back loaded into the sheath without complication. The sheath was inserted to the desired filter deployment site with trapease loaded properly. The trapease was deployed utilizing standard pin and pull technique. However, when trapease was deployed into vena cava it did not fully expand, and appeared as if trapease was "hung up on the cava wall" and unable to fully open within the vena cava. The physician utilized a snare retrieval technique and was eventually able to retrieve trapease from the patient through a 10french sheath. In order to remove the filter, the physician had to "tug pretty hard to get the filter out through the sheath" as the proximal filter barbs were hanging up on the sheath during extraction of the filter. Once the filter was removed, the physician performed another angiographic examination of the vena cava that showed no caval injury. Another trapease was deployed without complications.